Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Sales rep reported a tibial fracture plateau of the knee. Screw snapped off at the head as surgeon was completing the final tightening. No delays, surgery completed.

Manufacturer narrative:
The reported event that a cortex screw axsos 3 ti ø3.5mm / l55mm was alleged of breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. One of the most likely reasons why the screw head snapped off is that the surgeon used power during final tightening. Our operative technique clearly explains that this can negatively affect final screw insertion and, if used improperly, could damage the screw/plate interface (screw jamming), leading to screw head breaking. For final screw insertion, the screw head is imperatively to be engaged into the plate using the torque limiter. The surgeon needs to ensure that the screwdriver tip is fully seated in the screw head and does not have to apply axial force during final tightening. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported a tibial fracture plateau of the knee. Screw snapped off at the head as surgeon was completing the final tightening. No delays, surgery completed.